Event description:
A customer reported during set up for a procedure, the lamp was not bright enough. Additional information from the customer indicated the case was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. A lamp was replaced for preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on november 12, 2013. Based on qa assessment, the system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).